Event description:
The dentist reported the abutment screw had fractured.

Manufacturer narrative:
Upon visual inspection, it was found that the screw is fractured at approximately the first thread. The hex drive appears slightly used but undamaged. No lot number was provided for review, therefore a device history record or complaint history review could not be completed. A definitive cause could not be determined.(B)(4)